Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. A 2.00mm x 15mm apex¿ balloon catheter was selected to dilate the target lesion; however, the balloon catheter would not cross the lesion. Vessel dissection occurred and the patient required emergent surgery. No further patient complications were reported.